Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus malaysia (oml). Oml checked the subject device and found the reported phenomenon (all indicators on the front panel lit up) was duplicated due to the failure of the printed circuit board, and also found that the endoscopic image of the subject device did not display on the monitor due to the failure of the printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oml, omsc surmised that these phenomena were attributed to the failure of these printed circuit boards, which might be caused by the aging deterioration due to repeatedly use for a long-term because twelve years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for the therapeutic esophagogastric duodenal endoscopy (ogds) and colonoscopy with the subject device, it was found that all indicators on the front panel of the subject device lit up. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event.